Manufacturer narrative:
(B)(4); at this time, the s-ICD remains implanted and in service. An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached the elective replacement indicator (eri) but the date and time were not provided in the final printout. Boston scientific technical services (ts) was contacted for assistance. A ts consultant discussed that if there is not an eri timestamp, this indicates that eri was an estimation calculated by the programmer and is not based on the actual battery levels of the s-ICD. A memory download was provided for review. It was determined that the s-ICD had not yet declared eri as it was not able to perform a battery measurement to confirm the voltage level. This test was postponed due to an ongoing telemetry session, which is normal behavior. It was also noted that there was a sudden drop in the battery voltage after the last capacitor reformation. The ts consultant discussed that the patient should be instructed to listen for tones indicating that eri has been declared or to be conservatively followed up with later in the week. The field representative discussed the issue with the hospital and the patient is scheduled for a device change out at a later date. Additional information was received that when the patient was brought back in for a follow up, the s-ICD could no longer be interrogated. The patient will be hospitalized until the replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. External visual inspection identified tool marks on the header and device case and the seal plug was damaged; most likely induced during the explant procedure. A review of the memory noted several codes were recorded: lead impedance, eri, eol, and battery depletion. The device case was removed and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
At a later date, the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.